Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated extravascular oversensing of p-waves. Analysis of the device memory indicated noise. Analysis of the device memory indicated diminished right ventricular sensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the day following extravascular (ev) lead implant, it appeared that the distal part of the lead beyond the anchoring sleeve was pushed inside while the tip of the lead remained in the same position. There was no oversensing; however, low r-waves were noted, but after testing it was determined to leave the programmed vector as r1-r2. One week later, the ev lead exhibited an episode of p-wave oversensing that lasted over six minutes in the ventricular tachycardia (vt) monitoring zone. It was indicated that the patient had been riding an electric scooter during the episode and had been leaning rigidly on the handlebars. As the patient adjusted their riding position to a more relaxed position, no further episodes were recorded. During in-clinic testing, p-wave oversensing was reproduced with different movements. Different programming options were attempted including changing the programmed vector; however, other vectors were not feasible due to significant noise during movement. Finally, the sensitivity was decreased and a clear electrogram (egm) without p-wave oversensing during movement was seen. The patient was enrolled in remote monitoring and will be monitored closely. The ev lead remains in use. No patient complications have been reported as a result of this event.